Manufacturer narrative:
(B)(4). Batch #: n5737j. Device evaluation summary: the analysis results showed that one gst60d cartridge reload was returned unfired with 9 double drivers and 6 single drivers missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, ot scrub nurse tried to load the gst60d reload in plee60a, when found cartridge base metal sheet is out of its position- kept aside and loaded a new one. There were no patient consequences reported.